Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. This report is for (visine for dry eye environmental relief 15ml can 62600963826). Device is not distributed in the united states, but is similar to device marketed in the USA (visine for contacts eye drops 0.5oz USA 074300012537). UDI: (B)(4). Upc = (B)(4). Lot number = iib5c00. Exp date: 09/30/2020. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: synthroid 112 mg; 1x daily tablet; 3 years; to treat thyroid; start date: (B)(6) 2017- last used date: (B)(6) 2020. Device is not distributed in the united states, but is similar to device marketed in the USA (visine for contacts eye drops 0.5oz USA 074300012537). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 03, 2018. (B)(4). Review of the details of this complaint show that this is most likely allergic in nature, which would resolve with the elimination of the allergen. This is considered to be a transient self limited event. The description of the management (oral antihistamines and no medical consultation beyond the pharmacy) further indicates this is a non-serious adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer reported an event with visine for dry eye environmental relief. Consumer stated that she inserted one drop in each eye on (B)(6) 2020. The consumer reported that she experienced extreme burning in her eyes, as well as pain and a red burn where the product trickled down her cheek. The consumer described the event as a really bad reaction. The consumer reported visiting the pharmacy and not seeing very well, and two pharmacists told her to take an anti-histamine. The pharmacists also provided an epi-pen and recommended the consumer to go to the hospital. The consumer reported that she did not go to the hospital nor did she use the epi-pen. The consumer stated she washed both eyes and face in cold water, and took oral anti-histamines that she had at home (2 pills 5 mg each - unspecified product). The consumer advised that she stopped using the product and the symptoms improved, but that she is still experiencing redness in both eyes and her left eye is more sore than her right. She also stated that the red burn on her cheek resolved but the skin is still sensitive.